Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The system was calibrated to resolve the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that there was n20 flowing during the control test causing a potential of hypoxic mixture in the patient circuit. There was no report of patient involvement.